Event description:
It was reported that the insulin pump was not delivering insulin, and the drive support cap was protruded. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, cracked display window corners, reservoir tube lip, scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.